Event description:
It was reported via journal article that death occurred. Following irradiation treatment for head and neck cancer, acute carotid blowout syndrome occurred. Following treatment, acute carotid blowout of the contralateral side occurred. Following treatment, cerebral infarct and death occurred.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Rapid, sequential bilateral acute carotid blowout syndrome, hon-man lui et all, neuroradiology (B)(6) 2013. (B)(4).